Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose a-t device, attempted arteriotomy closure of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was retracted, a needle tip was not captured by a cuff. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Improper method - pt selection. The perclose proglide instructions for use (IFU) state under special pt populations. "The safety and effectiveness of the perclose proglide smc device have not been established in pts with femoral artery calcium, which is fluoroscopically visible at access site."